Event description:
The user's hearing with the device was good after the first fitting appointment. One morning, the user was no longer able to hear with the device; when the device was taken off the night before everything was fine.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigation indicate a device failure caused by a failed electrical connection between the coil wire and one feedthrough pin of the bc fmt. The problems described in the recipient report seem to be congruent with this finding. This is a final report.

Event description:
The user's hearing with the device was good after the first fitting appointment. One morning, the user was no longer able to hear with the device; when the device was taken off the night before everything was fine. The user has been re-implanted.